Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. (B)(4). Analysis of the implantable neurostimulator (ins) (sn (B)(4)) found that the battery had reduced capacity due to overdischarge. The ins was received with no telemetry. According to the trace report obtained from the ins after physician mode recharge recovery, the total recharge count was 20. The last significant recorded recharge session done while the device was implanted was on (B)(6) 2011. The device was recharged for 30 minutes. The battery charged from 3.775v to 3.805v. The trace report shows patient usage after this recharge session. The battery discharged to the lock mode on (B)(6) 2011. A normal recharge was started manually after a physician mode recharge at body temperature with a 1cm spacer between the ins and recharge antenna. The recharger had full coupling and the ins recharged for 7 hours and 42 minutes from 1.980v to 3.970v.

Event description:
It was reported that there were no patient symptoms, and the device was removed due to patient preference. It was reported that the implantable neurostimulator (ins) did not have normal battery depletion.